Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Sample was evaluated and observed no white material was found in the sterile water of the syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] No substance except sterile water should be used to inflate the balloon. [ if contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.]" (B)(4).

Event description:
It was reported that upon opening the device, the user found that there was a white material in the sterile water of the syringe. The catheter in the tray was used; however, the syringe was not used. A replacement was used to inflate the balloon. There was no patient injury reported and no delay in the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the device, the user found that there was a white material in the sterile water of the syringe. The catheter in the tray was used; however, the syringe was not used. A replacement was used to inflate the balloon. There was no patient injury reported and no delay in the procedure.